Event description:
Pt had initial prosthesis implanted at med ctr in 9/90. Admitted to hosp for removal of non-functional prosthesis and reimplantation with another. Operative note: "replacement of duraphase. Both prox tips broken off at shaft. Has opening in side of shaft."